Event description:
It was reported that the patient underwent a hip resurfacing procedure on (B)(6) 2007. Subsequently, the patient underwent a revision procedure on (B)(6) 2007 due to aseptic loosening. All components were removed and replaced with a m2a magnum total hip system.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."